Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where his ipg was explanted and replaced with a different model. Reportedly, the patient's therapy was restored postoperative and the reported issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems. Thoracic and cervical. This MFR. Report is referencing the patient's thoracic system. It was reported the patient was unable to establish communication with his ipg. The sjm representative met with patient and confirmed the issue using additional external devices. It was also noted the additional programmer reflected a communication error. The patient stated he had been without his external devices for approximately 2 years and has been without stimulation coverage since that time. Subsequently, the patient will undergo surgical intervention as the next course of action.